Event description:
Meter name: fast take meter. Strip name: fast take strips. Meter code: unknown. Strip code: unknown. Strip storagae: unknown. Symptoms: none. A pt reported they were seen in ER. Their meter allegedly was inaccurately high. The result on their meter was 350 mg/dl and hi. The result on the ER meter was 143. The time difference between pt's meter and ER meter was unknown. Treatment was unknown. No further info has been reported.